Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A synergy stent was used in a procedure. However, the shaft broke. No patient complications were reported.